Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor glucose and blood glucose readings had discrepancies. The blood glucose reading was 47 mg/dl compared with the sensor glucose reading of 204 mg/dl. The customer treated with the insulin pump, a glucose tablet, and food. The customer also received a sensor error alert and a cal error alert. The customer declined to troubleshoot.the customer was advised to monitor the device and to call back if problems persisted. Nothing was replaced or returned for analysis.